Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the balloon interacted with highly calcified anatomy causing damage to the outer surface of the balloon material resulting in rupture on the second inflation. Additionally, the resistance with the 8f introducer sheath and separation was likely due to the ruptured material catching on the sheath and causing the balloon material to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery with heavy calcification and no tortuosity. A 12 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced with no resistance for post dilatation of an unspecified covered stent. The balloon of the pta balloon catheter was inflated twice; however, the balloon ruptured on the second inflation at 10 atmospheres. On removal of the pta balloon catheter, resistance with the 8f introducer sheath was met and the shaft of the pta balloon catheter accordioned. As the pta balloon catheter could not be withdrawn into introducer sheath, a cut down was performed to remove all the devices as a single unit. Outside of the anatomy it was noted that the tip of the balloon had separated. It was confirmed that nothing remained in the patient anatomy. The patient was reported to be doing well post procedure. No additional information was provided.